Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical staff noticed that one of the jaws of a mega suturecut needle driver instrument was missing. At the time the event occurred, the surgeon was performing mesh deployment. The customer stated that the instrument was inspected prior to use and no damage was noticed. The instrument did not collide with any other instrument. The fragment was found and retrieved during the same surgical procedure. An x-ray and fluoroscopy were performed to locate the fragment. The procedure was completed robotically. It is unsure if the patient returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
The mega suturecut needle driver instrument has not been received for failure analysis evaluation. A review of an image provided by the customer shows a needle driver instrument which is missing a lower jaw. Another provided image shows the fractured jaw piece in a specimen container.